Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 800 mg/dl at the time of the incident. Customer¿s current blood glucose level was advised as 220 mg/dl. Customer stated that she changes the reservoir and can smell the insulin in the pump. Customer could not troubleshoot for high blood level. The product was not returned for analysis.